Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly and no unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they were pressing the escape button but the device would not stop priming. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 128 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.